Manufacturer narrative:
Addition g3/g4.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. The UDI for the device is not available since the device lot/serial number is unavailable. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to aortic expansion, endoleak, and surgical conversion.

Event description:
The following was reported to gore: on an unknown date, the patient underwent endovascular treatment of a descending aortic aneurysm using conformable gore® tag® thoracic endoprosthesis. On an unknown date, aneurysm enlargement was noted and a proximal type I endoleak was observed. On an unknown date in 2020, a surgical conversion was performed to treat the type I endoleak. The device remained inside the patient. The patient tolerated the procedure.